Manufacturer narrative:
This follow-up MDR was mailed to the FDA on 4/25/97. Evaluation summary: the iab was received intact for evaluation with blood noted on the balloon's interior and exterior surfaces. Visual examination revealed a severe catheter and inner lumen kink located 6.5" distal to the y-fitting. Underwater leak testing disclosed a leak in the inner lumen at this location. Under microscopy, a partial separation of the inner lumen was observed. The rough edged points of separation were irregular in contour suggesting that the inner lumen broke. The broken portion of the inner lumen had a whitish appearance, indicating a point of stress. Probable cause of failure: the balloon leak was the result of a partial separation of the inner lumen located within a severe catheter/inner lumen kink. It is likely that the catheter and inner lumen kinked within the patient due to a severe vessel tortuosity and/or patient movement in conjunction with pumping. In general, kinking of the catheter outside the patient may occur if the user did not secure the catheter and y-fitting to the patient. Manipulation of the kinked portion of the catheter can minimize the restriction and improve balloon performance. In addition, providing balloon support during insertion via the guidewire or stylet can prevent the catheter and inner lumen from kinking within the patient.

Event description:
The iab was inserted into the pt on 11/24/96. On 11/25/96 after iabp for 18 hrs, the pt sat up in bed and the iab leaked. Blood was noted in the balloon. There were no complications reported from the event. It was also reported that the pt expired from cardiac arrest. Event complications: none from the event - reported 11/26/96. Pt's current status: expired - rpt'd 11/26/96.